Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion micro meter was giving variable readings. Got reading of 28 and knew that was not correct because she did not feel that her bg was low so she immediately retested got reading of 250. Controls not used. Replacing product.